Event description:
Pt activated add-ease system. Diluent entered vial to reconstitute medication, but then remained in vial. Would not "travel" back into infusion bag. Unable to administer dose. Second piggyback had same problem. Third piggyback functioned as MFR specified. Two doses returned to facility as unusable.